Event description:
During lap and robotic excision for pelvic adhesions, cysto, and one pudendal nerve block; patient in steep trendelenburg position with four robotic trocar/ports with instruments in patient abdomen. The or skytron bed 3602 ultraslide tilts/airplanes to right without notice or user directing hand control. Davinci robot notified patient outside of plane of instruments; patient assessed and it was determined that bed has airplane 45 degrees to patient's right from neutral/0 degrees. Patient instruments and trocars removed and patient repositioned to neutral. There was no harm to the patient. The bed was taken to biomed for evaluation.